Manufacturer narrative:
The generator involved was tested by the hosp biomed and found to be working fine and in spec. It is not known if the pt was on oxygen during the procedure or if any solutions were used in the area of the active electrode. These can all cause a flare-up at the active electrode site. Warnings concerning the use of electrosurgery in the presence of flammable solutions were used in the area of the active electrode. These can all cause a flare-up at the active electrode site. Labeling was reviewed for sufficient warnings.